Event description:
It was reported that they stated the arctic sun device failed calibration error 53 (water temperature 2 off of conversion chart table at 1c). Outlet control temperature (t2) failure. They requested quote for tank harness repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t2 thermistor. The reported issue was confirmed as it was noted that the unit was failing calibration with an error 53 due to a t2 thermistor failure. T1 / t2 off by more than 1degree. Tank harness was replaced. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated the arctic sun device failed calibration error 53 (water temperature 2 off of conversion chart table at 1c). Outlet control temperature (t2) failure. They requested quote for tank harness repair.